Event description:
It was reported that while the customer was vacationing the insulin pump may have exposed to water and it alarmed button error. The customer stated that they were at the swimming pool, and he was wearing the swimming shorts. The blood glucose reading was 130mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).